Event description:
Patient who has cystic fibrosis was undergoing sinus surgery. During the procedure the patient began to wake up and buck the ventilator and was aware of everything which was going on in the operating room (or). The anesthesiologist identified that the propofol was not infusing due to the pump not working. The patient received additional gaseous anesthesia which is difficult for him to tolerate. The pump was switched out and the infusion re-started.